Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that the tampon string unraveled and pulled out. Tampon had to be removed by md using surgical forceps. Consumer experienced mid abdominal pain radiating to back, intermittent and throbbing, or sometimes a dull constant pain and vaginal bleeding. Multiple attempts made to further obtain information regarding consumer's wellness check however no further information has been received.